Event description:
It was reported that this anchor broke at the eyelet when the inserter was removed. Threaded portion of the anchor remains in the patient's bone. The surgeon experience a 10-minute delay in order to gather a back-up device to complete the surgery. The site was pre-drilled. Surgeon is said to be a skilled twinfix user and this was the first break experienced. It was confirmed that the anchor broke at the eyelet location and the threaded portion remains embedded in the patient's bone. The site was pre-drilled with the apropriate 1.8mm drill, however the depth was not measured. It is unknown if the ao-2 finger technique was used or if axial alighnment was maintained. An additional anchor was inserted near the site without issue.